Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating due to a closed network port. A field service engineer (fse) collaborated with the it team to restore communication. Once resolved, all functions were confirmed to be normal. The system functioned as intended after the field service engineer troubleshot the issue of the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es system was failed to communicate. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es system was failed to communicate. However, there were no delay in patient case and no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section b describe event or problem. Correction: section h device manufacture date. This supplemental MDR was submitted to reflect that there were no delay in patient case and no adverse events or injuries reported based on this event.